Event description:
It was reported by a patient that she does not believe her newer device is working as well as her previous device. The patient stated she had three seizures in the previous month however she did not used to have seizures. The patient saw their provider and the patient's settings were increased, however the patient did not feel anything when it was turned up. The patient had two seizures before the last appointment with her provider and one after the appointment. Information was received from the physician that the increase in seizures are at or slightly above pre-vns baseline with note: "currents decreased on (B)(6) 2020, sensitivity adjusted on (B)(6) 2020". Vns battery changes in 2014, then new device placed on (B)(6) 2019. In 2017, up to 3 seizures per month, in 2018, better, but [illegible] assaulted and in 2019 seizure every few months". When asked the physician's assessment of the seizures in relation to the vns, it was stated "question of heart rate sensitivity effectiveness, setting adjusted from 40% to 30% on (B)(6) 2019. Diagnostics show no problems with device or lead. Output currents are now higher with new device. Other health issues (with loss). When asked about external factors contributing to seizures, it was stated "in (B)(6) 2020, 2 seizures within increase few days. Patient had lost about 10 pounds and not eaten in 6 days due to nausea and anxiety. Was not sleeping well at that time. It was noted that they were adjusting vns to help rule out device as contributing factor. No additional relevant information has been received to date.